Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had no power and would not turn on, with the screen remained black and the station offline in remote smart service (rss); reboot attempts and connected the device to a different power outlet does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and stuck on black screen. A field service engineer (fse) replaced the drawer controller and tested the unit using hardware test application and the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.